Event description:
The unit had been on pt for 1 hr. After 1 hr warm-up apnea alarm sounded and unit "just quit". Biomed testing confirms that in the simv and pressure modes the vent's display jumped from the set number of breaths (8) up to 20 and then down to 4. Apnea alarm counts and unit eventually breathes again.